Manufacturer narrative:
A supplemental MDR is being submitted based on medical record review. Upon review of medical records, an echo (tte) revealed a normally functioning tavi in place valve-in-valve (viv) in the mitral position with mild mitral regurgitation (mr) (+1) but no mitral pvl with a mean mitral gradient of 9mmhg. A thv was implanted in a surgical mitral valve. The thv in viv mitral position was stated as having patient prosthetic mismatch with mild central mr and slightly elevated gradients. There was no intervention reported for the mild central.

Event description:
As confirmed by review of medical records, approximately 49 days post implant of a sapien 3 ultra valve inside an edwards surgical valve, the patient presented with "high gradient" and a balloon valvuloplasty was performed. The sapien 3 ultra valve was implanted inside a surgical valve and not the native mitral as initially reported.

Manufacturer narrative:
A supplemental MDR is being submitted based on the engineering evaluation. The following sections of this report have been updated: section h6 correction (device code, type of investigation, investigation findings and investigation conclusions) h10 (narrative/data). The sapien 3 ultra valve was not returned as it remains implanted in the patient. A device history record review was performed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The IFU cautions that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. Literature review suggest that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. Residual mean gradient may be higher in a 'thv-in-failing bioprosthesis' configuration than that observed following implantation of the valve inside a native annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted, and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment. The IFU cautions that residual mean gradient may be higher in a 'thv-in-failing prosthesis' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. The complaint for central post implantation was confirmed based on the provided medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. As reported, 'approximately 49 days post implant of a sapien 3 ultra valve in the native mitral position inside an edwards surgical valve, the patient presented with 'high gradient' and a balloon valvuloplasty was performed. Per medical record, 'an echo (tte) revealed a normally functioning tavi in place valve-in-valve (viv) in the mitral position with mild mitral regurgitation (mr) (+1) but no mitral pvl with a mean mitral gradient of 9mmhg. A thv was implanted in a surgical mitral valve'. In additional, as reported 'approximately 49 days post implant of a sapien 3 ultra valve in the native mitral position inside an edwards surgical valve, the patient presented with 'high gradient' and a balloon valvuloplasty was performed'. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that the expansion of the valve frame due to the pre-existing bioprosthesis may have caused or contributed to the increased gradient post sapien 3 ultra implant. In addition, the implanted valve (sapien 3 ultra) was likely under expanded during the initial deployment; therefore, a post-dilation was performed to expand the implanted valve after 49 days. However, the post-dilation could also introduce the risk of over expand valve resulting central regurgitation, so the mild central regurgitation was remained for this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, approximately 49 days post implant of a sapien 3 ultra valve in the native mitral position, the patient presented with "high gradient" and a balloon valvuloplasty was performed. A second valve was not implanted. The patient was stable.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted in the patient.